Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that her blood glucose was elevated as high as 596 mg/dl. Her normal range is 70-140 mg/dl. The patient discontinued use of the infusion device and began insulin injections. She stated that her blood glucose levels returned to her target range after she switched to insulin injections. No adverse event was reported. The patient declined to return the device or have it replaced.